Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that there was high out of range pacing impedance measurements for the pacemaker and right ventricular (rv) lead. It was also noted there was an issue with the pacemaker header. A revision procedure was performed where the rv lead was surgically abandoned and the pacemaker was explanted. A new pacemaker and rv lead were successfully implanted. No addiitional adverse patient effects were reported.

Event description:
Additional information was received that during the implant procedure fluoroscopy images were reviewed and did not show any significant findings. The existing rv lead was then tested on a pacing system analyzer (psa) and yielded within range pacing impedance measurements. When the new rv lead was implanted with the existing pacemaker noise was seen on the ventricular channel, however when the same lead was tested in the psa no noise was detected.